Manufacturer narrative:
The reported event was unable to implant. A full lead was returned in one piece for analysis. Visual and x-ray examinations, specification measurement, and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a scheduled device upgrade. During this procedure the physician failed to implant the left ventricular (lv) lead. As a resolution the lv lead implanted an alternate near at hand on (B)(6) 2024. Patient condition was stable.